Event description:
Int'l affiliate reported that multiple slits were observed on the drainage tube. This event was noted while milking the device with alcohol-soaked cotton after the device was in use for more than six days. No adverse pt consequences were reported.

Manufacturer narrative:
The returned actual device was evaluated. Slits were observed on the device. Since the drain was in use for six consecutive days, it cannot be evaluated whether the slits existed prior to first use. The slits found on the drain could have been a result of a roller or similar object pressing against the drain while it was being used. Conclusion: no conclusion can be drawn at this time. The package insert does state the silicone elastomer suction tubing is soft and pliable. It should not be handled or come in contact with pointed, toothed, sharp-cornered or even blunt instruments, as punctures, surface cuts nicks, crushing or other overstressing can lead to tearing or warping of the tubing and to subsequent structural failure of the device and/or fragment retention in the wound.